Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. There was also moisture damage to the motor, and vibrator motor during visual inspection. The button error alarm was unable to be verified due to blank display. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they are receiving button error alarm. The customer's blood glucose level at the time of incident was 110mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.